Event description:
The pt reportedly experienced out loud stimulation followed by loss of lock. External equipment was exchanged and programming adjustments have been made. However, the problem has not resolved. Surgery to explant the pt's device will be scheduled.